Event description:
It was reported that the pt had a catheter revision four years ago. No pt symptoms were reported. The type of medication, concentration and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.